Event description:
During review of the in-house programming/diagnostic history database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2013 which changed the settings to unintended settings. The settings were not corrected prior to the patient leaving the clinic. No patient adverse events were reported.

Event description:
Initially, the involved patient could not be identified with the available information. Once the patient was identified it was revealed that the change to unintended settings occurred during device explant surgery on (B)(6) 2013.

Manufacturer narrative:
Review of the available programming and diagnostic history.